Event description:
It was reported that the line was found cut in the bed. Removed PICC and inserted a new one.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexj0363 showed no other similar product complaint(s) from this lot number.